Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. Additional info was requested on (B)(6) 2011 and (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: (B)(6) 2012. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to the pt reporting blurry distance vision. Additional info has been requested.